Event description:
It was reported that a patient has post-operative pain possibly due to a metal allergy.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for this complaint device could not be viewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.